Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The lesion was located in the 80% stenosed and moderately tortuous superficial femoral artery and below the knee. The 5.0 x 40/80 (4f)f/g sterling otw was inflated 3 times at 10atm each and on the third inflation at 10atms the balloon ruptured. The procedure was completed with a different device. There were no patient complications and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the inner member shaft within the balloon was kinked between the markerbands. The strain relief was kinked at the distal end of the hub; therefore it was removed to allow for examination. The shaft under the strain relief was kinked near the distal end of the hub. All hub adhesive ports contained adhesive and the inner shaft was correctly seated. A syringe filled with water was used to pressurize the catheter. While pressurizing the catheter, water slowly dripped from the guidewire lumen port on the hub. Inspection revealed a leak in the outer shaft at the kink location, causing water to emit from the hub. There was no balloon damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the balloon was inflated with a non bsc inflation device. The balloon was fully deflated before pulling back and it was removed intact.